Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the black rx tunnel on the catheter detached inside the patient. The detached piece was retrieved using a snare. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6)2019 as no event date was reported. Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: problem code 2907 captures the reportable issue of rx tunnel detached. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5 (describe event or problem), block d8 (reprocessed/re-sterilized), block e3 (occupation), block h8 (usage of device)

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the black rx tunnel on the catheter detached inside the patient. The detached piece was retrieved using a snare. The procedure was completed at this time. There were no patient complications as a result of this event. **additional information received on (B)(6) 2020** reportedly, the procedure was performed just outside the papilla.